Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead due to noise. There was no problem seen with the rv tip to coil sensing, so the sensing was reprogrammed. The rv lead remains in use but a lead replacement will likely be scheduled. It was later reported that the device was turned off per the patient's request. No further patient complications have been reported as a result of this event.

Event description:
It was reported, the patient received inappropriate shocks from the right ventricular (rv) lead due to noise. There was no problem seen with the rv tip to coil sensing, so the sensing was reprogrammed. The rv lead remains in use but a lead replacement will likely be scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the resistance/impedance increase and the daily pace lead impedance trend data shows impedance increase for ventricular pace bi impedance equal to 893 to 4047 ohms peak between (B)(6) 2012 and (B)(6) 2012. There was interference/noise with ventricular short interval count (v-sic) equal to 1027.3 counts avg/day, in 11.03 days, between (B)(6) 2012 and (B)(6) 2012. There was oversensing with ventricular non-sustained tachycardia less than equal to 210 ms on (B)(6) 2012. Additionally, there was ventricular fibrillation less than equal to 210 ms average v-cycle between (B)(6) 2012 and (B)(6) 2012. A save to disk review found the lead integrity alert triggered and there was a patient alert for lead failure predictor on (B)(6) 2012 and (B)(6) 2012.